Event description:
On (B)(6) 2015, per medwatch: it was reported that at 19:37, pt to outpatient clinic for antibiotic infusion per PICC line. The PICC line was allegedly not patent for blood return or flush. When rn removed the dressing to the skin, the PICC line hub and 1 cm of line from under the skin allegedly fell off in the rn's hand. The line was said to have appeared fractured. The pt had x-ray which reportedly showed the rest of the PICC line still in place in the right upper arm. The pt was transferred to higher level of care for removal of PICC line and to have a new PICC line placed.

Manufacturer narrative:
The device has not been returned to the MFR, at this time, for eval. A lot history review (lhr) of reyl1032 show no other similar product complaint(s) from these lot numbers.